Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - im nail. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: italy. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported by the patient that due to an extrarotated femur needs surgery to remove a nail implanted 8 years ago. Subsequently, they have not been able to replace an excessive osseointegration. The reporting patient has not provided any other data. Attempts have been made and there is no further information at this time.